Manufacturer narrative:
Investigation is ongoing. Update 20-dec-2023: root cause: the root cause is a defective power board. The issue was resolved after the power board was exchanged.

Manufacturer narrative:
Investigation is ongoing.

Event description:
The ventilator alarmed for "loss of external power" multiple times at start-up. It shows no indication of ac power even when connected to mains. The ventilator is equipped with two batteries and both of them were charged to nearly 100% when the ventilator stopped charging. Last time it recognized the ac power on 01.08.2023, since then the device had been working on batteries until 29-aug-2023. No technical failure entries appeared in device logs. There was no patient involvement in this incident.